Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised following a hip arthroplasty due to a deep infection.

Manufacturer narrative:
Concomitant medical products: item #00875705601, shell with cluster holes, lot #6277632; item #00625006540, self-tapping bone screw, lot #62501842; item #00625006530, self-tapping bone screw, lot #62920954; item #00625006530, self-tapping bone screw, lot #63380650. The complaint sample was evaluated and the reported event was not confirmed. As returned, minor scuff marks are seen on the outer sphere of the head. Review of the device history records for the femoral head identified no deviations or anomalies. Sterilization certificate shows the device was sterilized per specifications. The devices was used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part and lot combination of the reported device. The device remained in-vivo for 15 days. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. With the information provided a specific cause could not be determined with certainty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.